Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4)

Event description:
Customer stated that the tumescent infiltration pump continues to run nonstop during the procedure. The on/off foot pedal doesn't seem to work. Tumescent fluid continued to drip but it was possible to complete the radio frequency ablation. No patient injury.